Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that during a normal patient follow up there was an extrusion from the pocket. Cultures from the extrusion and blood were negative for infection. The physician decided to electively move the system to the other side of the patients body. The ra lead became contaminated and was explanted and replaced. Should additional information become available this file will be updated. An internal review of data showed that this file was inadvertently not reported and is therefore reported now.